Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) stopped reporting. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the cgm stopped reporting was not confirmed but an error reading symbol was found. The root cause could not be determined.